Event description:
It was reported the patient had a total of four contacts, but now they only had two. The issue happened over two years ago and the patient was aware of the issue because their healthcare professional (hcp) found it. Follow up with a manufacturing representative indicated the patient had two leads placed peripherally over their lower back region on both sides and a lead placed epidurally for leg pain. The lead placed epidurally was no longer connected to the implantable neurostimulator (ins), but the two peripheral leads were still intact and providing a 50 percent reduction in pain. The manufacturer representative checked impedances and electrodes 0-7 were all within range. Impedances of electrodes 8-15 were greater than 10,000 ohms, but the 8-15 lead was disconnected and was no longer in use.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3888-45, lot # v575373, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v570217, implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).